Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:09 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code 814:09 in the event history. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it was known to have occurred in biomed services. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available. The software version is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.